Event description:
It was reported by the patient that they were in the hospital, and the health care professionals (hcps) stated that this implantable cardioverter defibrillator (ICD) was not pacing. Technical services (ts) stated that the patient's heart rate may be high enough to avoid pacing. The patient stated that her heart rate is at 33 beats per minute (bpm) and she thinks there is something wrong with the device. Ts referred the patient to their physician. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported by the patient that they were in the hospital, and the health care professionals (hcps) stated that this implantable cardioverter defibrillator (ICD) was not pacing. Technical services (ts) stated that the patient's heart rate may be high enough to avoid pacing. The patient stated that her heart rate is at 33 beats per minute (bpm) and she thinks there is something wrong with the device. Ts referred the patient to their physician. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was checked by a nurse, and normal function was confirmed. No adverse patient effects were reported.